Event description:
The customer reported that they received questionable results for a total of six patient samples tested for intact human chorionic gonadotropin + the ss-subunit (hcgb). Quality controls were acceptable prior to running the samples, but later that day, the customer noted there were issues with the controls. The customer discarded the reagent cassette, performed a liquid flow cleaning on the analyzer, and then repeated controls. The customer then repeated the samples that were run after the last approved controls. Of the six samples, three had erroneous results that were reported outside of the laboratory. The patient results were corrected for these three samples. The first sample initially resulted as 528 iu/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 0.100 iu/l accompanied by a data flag. The sample was repeated a second time on (B)(6) 2014 and resulted as 0.100 iu/l accompanied by a data flag. The sample was also repeated a third time on (B)(6) 2014 and resulted as 0.100 iu/l accompanied by a data flag. The second sample initially resulted as 197 iu/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 13.71 iu/l. The sample was repeated a second time on (B)(6) 2014 and resulted as 13.37 iu/l. The sample was also repeated a third time on (B)(6) 2014 and resulted as 13.80 iu/l. The third sample initially resulted as 192 iu/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 65.18 iu/l. The sample was repeated a second time on (B)(6) 2014 and resulted as 64.39 iu/l. The sample was also repeated a third time on (B)(6) 2014 and resulted as 63.81 iu/l. The patients were not adversely affected. The hcg reagent lot number was 177537. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative changed the sipper probe due to leakage. After this action, the problem was solved.